Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non functional ecgs) was confirmed. As received, the electrode belt failed incoming testing, specifically the ECG fall-off test. Upon investigation, there was an open black pulse wire inside the cable connecting the distribution node (dn) to the rear therapy electrode pad. The cause of the test failure was the open pulse wire. The root cause of the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt had non-functional ECG electrodes.